Event description:
It was reported that an infusion of 3% sodium chloride (500ml) was programmed to infuse at 25ml/hr, however after 2.5 hours the bag was empty. The patient complained of feeling "bad/junky" and required a stat sodium level, frequent neurological monitoring, and an infusion of d5w at a rate of 75ml/hr. There was no lasting harm. Although requested, there were no further details or information provided.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Upon inspection, the only observed anomalies were a sticking sear, dull iui connectors and a cracked membrane frame (at the screw insert). Analysis of the pcu event log shows pump module was programmed to infuse 3% sodium chloride (drugid 7) at a rate of 25ml/hr. With a vtbi of 500ml at 5:21 am on (B)(6) 2019 and ran until 8:01 am when the user channeled the device off. The volume recorded as being infused during this period was 66.5ml. The pump module was found to be delivering fluid on the low side (under-infusing) when tested for rate accuracy. After rate calibration was performed, the pump module delivered fluid within specification. The root cause of an overinfusion was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an infusion of 3% sodium chloride (500ml) was programmed to infuse at 25ml/hr, however after 2.5 hours the bag was empty. The patient complained of feeling "bad/junky" and required a stat sodium level, frequent neurological monitoring, and an infusion of d5w at a rate of 75ml/hr. There was no lasting harm. Although requested, there were no further details or information provided.